Event description:
The customer contacted baxter's technical service center to report a leaking cassette inside the homechoice machine (hc). During priming, the solution came out from the cassette door. The baxter technical representative (tsr) had the home patient(hp) check the cassette for damage. The hp did not see anything wrong, but the cassette was wet. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was discarded and no longer available for evaluation.the reported issue was not confirmed. The assignable cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A request for the return of the sample has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.